Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during training the pump displayed a blue circle, the screen went black, and the device would not power on even when connected to a charger, consistent with a device power failure and an unresponsive sleep/wake interface. Symptoms included no alerts or alarms and inability to operate the device. Outcomes included provision of an out-of-box replacement and interruption of therapy until the replacement could be used. Investigation included internal review of the reported symptoms and assessment for power and user interface malfunction. Investigation of this device revealed a suspected battery or power subsystem malfunction associated with a nonresponsive display and control button, aligning with previously observed device power failures. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the power or user interface components.